Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device stopped working. Upon explant, a fluid loss from the reservoir due to a hole in the tubing between the pump and the reservoir was noted. All components were removed and a new ipp was implanted. There were no patient complications reported.